Manufacturer narrative:
The damage found was sustained during procedure. The pacemaker was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change. Physician was unable to engage the hex wrench with the old device's set screw. The setscrew ultimately became stripped. Screw was eventually able to be removed once silicone oil was introduced and a smaller competitor's wrench was used. Generator change was successfully completed. Patient had no consequences.